Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring snapped in half while harvesting leg vein. Surgical assistant checked for any loose plastic - none seen . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # : (B)(4). The device was returned to the factory for evaluation on 12jun2020 and investigation was conducted on 15jun2020. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring snapped in half whilet harvesting leg vein. Surgical assistant checked for any loose plastic - none seen . A replacement device was used to complete the procedure. The hospital did not report any patient effects.